Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it is possible that a combination of bulky calcification on the native aortic valve, mild mac, mild ventricular septal hypertrophy, and fair coaxial alignment of the valve and delivery system caused or contributed to the 70:30 aortic implantation of the sapien valve. The pvl was likely a result of the 70:30 aortic placement in combination with the oval shape of the aortic annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, the 26mm sapien valve was positioned 50:50 across the native aortic annulus and deployed under rapid ventricular pacing (rvp). As the deployment balloon was inflated the valve moved aortic and was implanted in a 70:30 aortic position. Post deployment tee showed significant paravalvular leak (pvl) with a jet that was crescent shaped. The medical team determined that the pvl was moderate and post dilatation was performed with an additional 1cc added to the delivery balloon. Echo showed that the pvl was still present and additionally there was moderate central aortic insufficiency (cai). Hemodynamically the patient was also unstable with an aortic pressure of 100/15 with the diastolic pressure equalizing with the lv diastolic pressure. A second 26mm sapien valve was positioned and deployed two stent struts below the first sapien valve. The post deployment tee assessment showed no cai and an improvement in the pvl from moderate to mild. The patient was noted to be in stable condition following the procedure. The native aortic annulus measured 25mm by tee, 20x30 (area 490) by CT, and was noted to have an eccentric oval shape. There was bulky calcification on the native aortic valve. The patient's ejection fraction (ef) was 55%. There was mild mitral annular calcification (mac) and mild ventricular septal hypertrophy. The image intensifier angle was described as good. The coaxial alignment of the valve and delivery system was described as fair. During valve deployment, ventilation was held and there was no loss of pacing capture.